Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient via the manufacturer¿s representative reported that they had a fall after (B)(6) 2015 and believed that was when they first noticed their implantable neurostimulator (ins) was not working. They saw their doctor in (B)(6) and it was suggested to have the ins checked. The patient stated that the ins was not helping as they were unable to feel the stimulation and had a return of their normal pain in the right hip and leg. Reprogramming was attempted on both leads and the pulse width was increased to 450 but the patient did not feel the stimulation event when turned up to 10.5 volts. An impedance test was run and showed #3<(>&<)>7 contacts >4000 ohms. Contacts 0<(>&<)>7, 1<(>&<)>7, and 2<(>&<)>7 showed ¿???¿. All other impedances were within normal limits. The physician did not want to revise the ins system due to the patient¿s advance age. Since the doctor did not want to revise the system the patient may discuss other pain management techniques with him. No surgical interventions occurred or were planned. Follow up information received from the healthcare professional (hcp) reported that no further actions had been taken to resolve the issue. The indication for use for the implanted device was failed back surgery syndrome. If additional information is received, a follow-up report will be sent.